Manufacturer narrative:
The 7305 suction device is intended to be used to remove fluids from the airway or respiratory support system, as well as to remove infectious materials from wounds. The 7305 is not a life support or life sustaining device and is only intended for use by or on the order of a physician. The complaint and defect rate for this device is extremely low. Since the launch of this device, there have been no complaints of serious illness, injury or death. The suction canisters used with the 7305 are single patient use, disposable devices. These are non-sterile and are not intended to come into direct contact with the patient. The 7305 suction unit is an electromechanical device that creates a negative pressure (vacuum) that draws fluids through disposable tubing that is connected to a collection canister. The fluids are trapped in the collection canister for proper disposal. Under normal use scenarios in the home or institutional setting, the canisters are used for approximately 2-4 weeks and then discarded and replaced. The complaint alleges the suction canister demonstrated a catastrophic failure during a scheduled test of the device, which is described in the complaint as a "maximum vacuum test", although specific details of the test methodology were not disclosed and have not yet been determined. The test method, as briefly described in the complaint as a "maximum vacuum test (suction line occluded to generate maximum suction in canister)" is not a routine test recommended by devilbiss as part of a scheduled or preventive maintenance and is not outlined in the user manual. The creation of the maximum suction pressure achievable with the device (550 mmhg), is over three and a half times the maximum vacuum pressure recommended for suctioning adults and does not represent the typical suction vacuum pressure that would be employed under normal clinical use in any patient population (aarc clinical practice guidelines). There is no evidence this type of failure would occur during normal use of the device. Since the launch of the product in july 1999, there have been no reported complaints of canister implosion or similar canister failure complaints. The suction canister is an accessory to the 7305 vacu-aide suction device. Prior to 2012, all bemis suction canisters purchased by devilbiss had no published shelf life or expiration date. After 2012, bemis suction canisters were marked with an expiration date, which is three (3) years from the manufacturing date. There was no explanation or guidance regarding the expiration date, how it was determined, etc. Provided to devilbiss by the bemis distributor. Recent communication with bemis directly (november 2016) confirmed they added an expiration date in march 2007 to bemis suction canisters sold directly to medical customers (i.e., hospitals) but did not add the date for version sold through their distributor (thomas industry). This bemis OEM distributor devilbiss sourced canisters from (thomas industry) did not begin purchasing and distributing canisters with expiration dates until 2012. The 7305 vacu-aide unit associated with the canister in the complaint was produced in august of 2008 and was shipped with a canister manufactured prior to 2008, which did not have a published shelf life or expiration date. However, as discovered through the initial assessment of the canisters returned to devilbiss on 11/30/16, the canisters are a version of the bemis 614700 series that was produced before 2005, which confirms the canisters were not the original version distributed with the device, which was not produced until 2008. Our preliminary data suggests the canister in the complaint was not distributed to the facility by devilbiss. Devilbiss has no record of similar complaints of an imploding or similarly described canister failure since the launch of the device in 1999. Devilbiss is actively investigating this complaint with the results still pending.

Event description:
Hospital biomedical technologist performed periodic preventative maintenance on a devilbiss 7305d-d suction unit, which included a disposable, single patient use suction canister, bemis part number 614700. It is not clear from the complaint if the bemis canister was supplied by devilbiss or from another source, as there a various distributors of the product. On 11/30/2016 we received the canisters from the complaint for examination. The preliminary assessment of the canisters revealed they are a version of the bemis 614700 series that was produced before 2005, which confirms the canisters were not the original version distributed with the device, which was not produced until 2008. Our preliminary data suggests the canister in the complaint was not distributed to the facility by devilbiss. From the information supplied by the technologist in the complaint, the suction unit was in storage on an emergency backup cart for nearly 8 years and was not being used on patients. As part of a preventive maintenance activity being implemented by the facility, the technologist performed a "maximum vacuum test" (described by the technician as the suction line occluded to generate maximum suction in canister). This test resulted in an implosion failure of the suction canister, which the technologist states caused "plastic pieces ejecting outwards", which suggests the canister fractured inward due to the vacuum and then pieces scattered. The technologist states that inspection of the canister following the event "revealed that the canister lid had severely embrittled", which he suggests caused the failure. The technologist states the devilbiss suction units "are used in hospital only in emergency situations where wall suction is not available, or when wall suction fails and that these situations rarely occur." The technologist also stated that "many units have never seen clinical use" as they are used only as back-up systems to the hospital wall vacuum system in the event of a catastrophic failure of the hospital suction system. The technologist states the disposable bemis canisters, which he believed may have initially shipped with the device, have in many cases never been replaced. However, the version of the bemis 614700 series suction canister returned to devilbiss was produced before 2005, which conflicts with the technologist's statement and suggests the hospital used other inventory of bemis 614700 suction canisters for use with the devilbiss 7305d-d suction unit. The technologist stated he spoke with someone at devilbiss, who indicated that these canisters were manufactured by bemis and his subsequent communications with bemis revealed that the affected canisters (part number 614700) have a 36- month shelf life, although there is no evidence of such on the canister or stated by devilbiss. The technologist stated that inspection of two other suction canister units revealed that the lids were also embrittled and a relatively small amount of force generated by pressing on the canister lids caused them to crack. As noted earlier, he stated the devices are "rarely used" and many units have never seen clinical use, and "in many cases the original canister has never been replaced." The technologists stated that older devilbiss suction units could still have their original bemis canisters and because of the age and storage of the devices, are likely to be "prone to failure due to embrittlement of the lids." As noted earlier, the version of the bemis 614700 series suction canister returned to devilbiss was produced before 2005, which conflicts with the technologist's statement and suggests the hospital used other inventory of bemis 614700 suction canisters for use with the devilbiss 7305d-d suction unit. As a result of the event, the technologist claims to have removed bemis canisters from all devilbiss 7305 pd suction units and replaced with devilbiss canisters that have no expiry date. The technologist expressed concern in his complaint to regulatory agencies that although the devices have not be used in patient care, the "failure of the suction unit in an emergency scenario is the worst possible time the failure could occur." As previously noted, the device was not used for patient care and there are no patient-related injuries or adverse events associated with this product complaint.